Event description:
Pre-operatively, the pt's right common and right internal iliac arteries were occluded. Therefore the physician planned for and successfully completed an aorto-uni-iliac approach utilizing two excluder trunk-ipsilateral components and a surgical femoro-femoral bypass. This was a planned deviation and no allegation of deficiency related to the excluder product(s) were made.